Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cannulation training prior to use, the bio-medicus nextgen insertion kit, guide wire broke and separated into two pieces when the cannula was clamped while the guide wire was still inside. The customer observed that the wire had broken due to the clamping. The damage was not in the location of the sutures, and the hemostasis cap was used when the introducer was inserted into the cannula body connector. The device was used. There was no patient involved.